Event description:
It was reported that the patient was experiencing discomfort at the lead site following significant weight loss. In turn, surgical intervention was undertaken wherein the lead was explanted.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.